Event description:
Report received of an over-delivery. The pt was being treated for an acute myocardial infarction. The pump was programmed to deliver heparin 25,000 units in 250ml of an unspecified solution at 10ml/h. The pt was being transferred from the emergency room to the intensive care unit at 05:00am when it was noted that the bag was empty. The pt reportedly received the entire bag of 25,000 units of heparin in five hours. The nurse reported that the pump display indicated the pump was infusing at 10ml/h. An aptt blood test was ordered and the pt's results were greater than 240 seconds. The heparin was stopped until the aptt results were within normal limits and was resumed in the "early afternoon". Except for the elevated aptt, there was no reported adverse effect to the pt. Though requested, there was no further info available.